Event description:
Patient had plate implanted early in 2001 due to supracondylar fracture. Surgeon initially tried a 95-degree plate, but bone was too soft and comminuted to gain purchase of lag screw. It was reported that there was bone graft and cable used in initial surgery. The plate broke due to nonunion. Surgeon reoperated for nonunion seven months later.